Event description:
It was reported that the user was unable to fit the cartridge into the ilet pump after navigating past the rewind step and proceeding to fill tubing with multiple units pressed and held, which constituted a use-of-device problem during an infusion set and cartridge change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and associated the event with user operation, with the device component not otherwise specified by an available code. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.